Event description:
It was reported that this left ventricular (lv) lead exhibited increasing threshold measurements. During a routine device replacement procedure this lv was connected to the new replacement device, but significant muscle stimulation was observed. Attempts to program around the muscle stimulation were unsuccessful. The lv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service).

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.